Event description:
On 03/28/2023, it was reported by a sales representative via sems that an ar-12990 knee scorpions bottom jaw broke off. This occurred during a case, when trying to pass the 0 fiberlinks the bottom jaw broke off inside the knee. No additional information provided.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noticed that the jaw was broken off. This is typically caused by the application of excessive force while grasping and manipulating tissue. Discoloration on the device was also noted. No broken parts were returned for investigation. Functional testing was not performed due to the damage to the device. Without additional information, the cause remains undetermined.